Event description:
Customer reported a known a negative donor was typed as a positive on the galileo, with the weak d testing reported out as positive. No repeat testing was done on the instrument. Subsequent testing done on a different galileo reported the donor as weak d negative. The customer stated no adverse event occurred as a result of the mistype.

Manufacturer narrative:
The instrument images were reviewed to confirm the unexpected negative reactions. On top of the button was a corkscrew image, possibly a thread that caused the reading of 1+ in the weak d testing well and the positive interpretation. The customer cleaned the mirror and light diffuser, and repeated the assay acceptably with the expected results. No further problems with the instrument have been encountered. The customer did not return sample for investigation testing.